Manufacturer narrative:
Eval summary: the product lot number was not provided and batch record review is not possible. It is the requirement to review all finished batch records for conformance to specs prior to release. Any out of spec result is identified and mitigated. On a periodic basis, data is presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints.

Event description:
Synovial fluid in joint [joint effusion], significant swelling of the (injected) joint [joint swelling], localized area had turned red [erythema], localized area warm [joint warmth], possible allergic reaction to synvisc [drug hypersensitivity], very unstable trying to stand without support [joint instability], could not bend knee [joint range of motion decreased]. Case description: regulator-spont report (B)(4) received on 01-apr-2010 from a pt, initials, gender and age unk, whose relevant medical history included one prior series of synvisc injections in the left knee in 2009 and multiple prior series of synvisc injections in the right knee, most recently in 2009. The pt received the first injection of the most synvisc series into the left knee on an unk date in approx (B)(6) 2009. This first injection was "unremarkable" with no negative reactions or issues with the administration of the injection. The pt received the second injection of synvisc into the left knee on an unk date in approx (B)(6) 2010. There were no issues with the administration of the injection by the pa (physician's assistant) at the orthopedist's office. On an unk date following the second injection, the pt awoke to "significant" joint swelling. Within 3 hours of going to work, the joint had swelled to the point where the pt could not bend the knee and was very unstable trying to stand without support. The pt went to the orthopedist immediately, who reportedly believed the pt was either experiencing an "allergic reaction to synvisc" or "leaking synovial fluid" due to the possibility of having "punctured something" during the administration of the synvisc injection. The pt was sent home on pain relievers (not specified) with instructions to elevate and stay off the leg. By approx 72 hours after the injection, the swelling remained and a localized area (about 2 inches by 1 inch) had turned red and warm. The pt made an appointment with the orthopedist the following morning to have the fluid drained. By the time the pt had arrived to the appointment, the swelling, redness and heat had gone down slightly, however, it was decided to not further aggravate the joint by placing a needle in it. Therefore, the pt and orthopedist scheduled the third injection of the synvisc series in the left knee on an unk date in 2010. After consulting with peers, the pa and the physician, it was decided that synvisc would not longer be administered to the pt in the future, considering the physical reaction experienced. The pt received corticosteroid injections in both knees on an unk date in 2010. No further info was provided. As of the date of receipt of this report, the pt outcome was unk. MFR's comment: the benefit-risk relationship of synvisc is not affected by this report.